Event description:
The customer reported that there was a pt monitor speaker malfunction error messages on the monitor's display screen. It was confirmed that there was no audio sent from the monitor's speaker.

Manufacturer narrative:
(B)(4): the customer reported that there was a pt monitor speaker malfunction error message on the monitor's display screen. It was confirmed that there was no audio sent from the monitor's speaker. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.